Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, for the malfunction peeled coating on the forceps elevator lever, the cause was traced to be a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the duodenovideoscope had a peeled coating on the forceps elevator lever. There was no patient involvement.